Event description:
It was reported that the user experienced a hypoglycemia event while sleeping. The user experienced symptoms such as sweating and shaking which prompted the user's wife to call an ambulance. A sensor glucose reading of 49 mg/dl and a later blood glucose reading of 19 mg/dl were associated with the incident, though the exact date and time could not be confirmed. The user was treated with a glucose infusion and was not prescribed any medication, and their healthcare provider is aware of the event. The user declined to provide additional information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.